Event description:
It was reported that this pacemaker exhibited oversensed noise on the right ventricular (rv) lead. The noise signal was confirmed to be due to the minute ventilation signal. At this time, the system remains in service. No adverse patient effects were reported.